Event description:
After implanting the precise stenting in the right internal carotid artery, the patient's blood pressure dropped. Dopamine hydrochloride was administered to the patient for one day and the patient's blood pressure returned to normal the following day. After the procedure, a cerebral infarction on the contralateral side was confirmed by magnetic resonance imaging (MRI); however, the male patient showed no symptoms. There is no information is an MRI was performed prior to the carotid index procedure. There were no other noted complications during the procedure. The physician determined that there was no casual relation between contralateral infarction and carotid artery stenting (cas). The physician was performing a carotid artery stenting procedure to the right internal carotid artery. The angioguard and precise was successfully delivered. There were no debris found in the angioguard after removal. The lesion was pre-dilated (3mm, 8atm) and post-dilated (4mm, 10atm) with a balloon catheter (brand unknown). There was mild calcification and no vessel tortuousity. The rate of stenosis was 70%. The patient was asymptomatic. There was contralateral occlusion.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers 9616099-2009-00158 and 1016427-2009-00033. This product is not available for analysis as stated. Additional information will be provided within 30 days of receipt.